Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported helium leak. The fse performed a leak check two times and the pneumatic tests all passed. The fse cycled the iabp on a balloon catheter and simulator for an hour and performed additional helium leak test. The fse verified that the helium pressure was stable and within manufacturer¿s specifications. The fse replaced the helium o-ring for precautionary measure and released the iabp for clinical use. (B)(6).

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp), while in use on a patient. No patient harm or adverse event was reported.